Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - the lot number provided is associated with the supplier that kits the product, not the supplier that manufactures the product. Based off the DHR provided for kitting, the product passed all visual inspections. Therefore, there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - internal wires were broken and no testing was possible, therefore confirming the complaint condition. Root cause analysis - per the failure evaluation, the likely root cause is mishandling by the customer.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2023. After an hour, the microsensor could not be detected by the intracranial pressure (icp) monitor, therefore, the physician changed with another of the same device. The patient had no signs and symptoms due to product failure. The monitor used is icp express, 220 volt (ID 826635) and the cable is icp express cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.